Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain, fever, diarrhea, and cloudy effluent and subsequently passed away. On the same day as the onset, the patient was hospitalized for peritonitis. On same day, the patient began treatment with ceftriaxone (1 gram, once a day, intraperitoneally (ip)) and amikacin (100 mg, once a day, ip) for peritonitis. Two days later, treatment with ip ceftriaxone and ip amikacin were discontinued. The next day, the patient presented signs of consciousness alteration and pulled out their peritoneal catheter. The patient was moved to the ICU (intensive care unit). The ceftriaxone (1 gram, once a day, ip) and amikacin (100 mg, once a day, ip) treatment was changed to ceftriaxone (1 gram, twice a day, intravenously [IV]) and amikacin (100 mg, once a day, IV) for peritonitis respectively. Two days later, the patient died due to an unrelated indication and an autopsy was not performed. Treatment with IV ceftriaxone and IV amikacin for peritonitis was ongoing until death. The patient had not yet recovered from the peritonitis at the time of death. No additional information is available.